Event description:
The blades included in the pack displayed rust on each of them when opened.

Manufacturer narrative:
It was reported that upon opening the custom pack, bd blades within the bd packages found to have rust on them. (Mfg 371110 lot# 0501037). Package insert and blades passed off field and quarantined for return to company. New blades opened to complete procedure. No harm or damage to patient event did not reach patient. There were no reports of death, serious injury, medical intervention, or follow up care.